Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments. A "couple of days" before the patient called lifescan on the same day, she claimed that the meter started giving her problems. The patient indicated that the meter's readings were missing segments and as a result, she could not tell what her blood glucose levels were. The patient did not take any actions to treat herself after testing with the reported meter. During the time of concern, the patient had symptoms of fatigue and thirstiness. The patient stated that she was not feeling well. The day before, the patient visited her doctor around 11:00am for an unspecified reason. In the doctor's office, the patient's blood glucose was testing on an unidentified device and a result of "480 mg/dl" was obtained. The patient stated, that her insulin was increased. It is not known if the patient was actually treated with insulin during the doctor's visit. No further clinical information was provided. It would have been helpful to know the following information: when the alleged issue started, the duration of the meter issue, and when the patient's symptoms started. In addition, it would have been helpful to know the patient's testing frequency, her normal/expected blood glucose levels, how she interpreted her meter readings with missing segments, her medication regimen, and if she was following the regimen before and during the time of concern. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she could not tell what her meter's readings were because the device had missing segments. The patient reported symptoms suggestive of hyperglycemia, sought medical attention, and obtained a blood glucose result of "480 mg/dl" in the doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.